Manufacturer narrative:
(B)(4). A test p-cap and reservoir locks into place inside the reservoir compartment properly. The pump was received with the operating currents within spec and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the dat test at 0.08765 inches. Several a47 alarms was found in the pump history file. A47 alarms due to corrupted history file.

Event description:
Information received by medtronic indicated that insulin pump had absence of no delivery. No harm requiring medical intervention was reported. The customer stated that 4 catheters units was occluded, they were not bent. Tests were performed and the pump was ok. The device will be returned for analysis.